Event description:
During the procedure, the catheter was inserted through a short sheath. When attempting to remove catheter, it wouldn¿t go into the sheath. After continuing to engage with the catheter/sheath, it was noted that the catheter was looped on a 10f sheath. The catheter was untangled from the sheath and removed with no consequences to the patient. The catheter was observed to be slightly deformed from the manipulation and replaced with a new one to complete the procedure.

Event description:
During a premature ventricular contraction procedure, the catheter was inserted through a short sheath. When attempting to remove catheter, it wouldn¿t go into the sheath. After continuing to engage with the catheter/sheath, it was noted that the catheter was looped on a 10f sheath. The catheter was untangled from the sheath and removed with no consequences to the patient. The catheter was observed to be slightly deformed from the manipulation and replaced with a new one to complete the procedure.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing and splines were corrugated. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement remains unknown.